Event description:
During a gastroscopy procedure, the physician used a cook endoscopy 6 shooter saeed multi-band ligator. Multiple bands deployed at the same time during use. The ligator and endoscope were removed from the patient. The procedure was completed using another ligator. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The procedure was extended due to replacement of the ligator, but the patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The lot number was requested from the initial reporter, but was unable to be provided. After a review of the account ordering and shipping history, we can advise the affected lot number is either w2485966 or w2530646. The expiration date of these lot numbers are 01/21/2009 and 05/05/2009. The manufacturing dates of these lot numbers are 01/21/2008 and 05/05/2008. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. The possible lot numbers of the affected device were used to review the device history records. After a review of the device history records for the possible lots, we can advise that no discrepancies or anomalies were noted. We were unable to conduct a sample test from these lots because all devices had been previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this information, the likelihood of this type of report is rare. Conclusion: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: premature band deployment can also occur if the handle does not remain in the two-way position until ready for band deployment. The instructions for use instruct the user to keep the handle in the two-way position before and during introduction of the endoscope. After the endoscope is in place, the user is then instructed to place the handle in the firing position. The instructions for use instruct the user to deploy the band by rotating the handle clockwise until band release is felt, indicating deployment. Rotating the handle in a rapid fashion could have caused misfiring or premature deployment of the bands. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. The instructions for use advise the user that removal of the endoscope and attachment of another ligator may be required if more bands are needed. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record for the possible lot numbers confirmed that these lots met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is required. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.